Event description:
A patient reported experiencing inaccurate high results with an otp meter. The patient's blood glucose results were 225, 175 mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further infomation has been reported.